Event description:
The pt admitted via emergency, who is anticoagulated with warfarin, was ordered pepcid by the emergency room team of doctors. Protonix was ordered by another team of physicians upon actual presentation to the wards. It was entered in to the computerized pharmacy system. The pt received both drugs. Nurse, pharmacist, nor computerized pharmacy system warned of the duplication. Associated with this duplication and therapy was a drug-drug interaction involving warfarin, resulting excessively high international normalized ratio-inr-. The devices are supposed to protect from such errors, but they did not. The duplication error was detected by the attending physician.